Manufacturer narrative:
Product complaint # (B)(4). Device available for evaluation: device returned. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history record. Device history lot: part: 03.628.105, lot: 8060884, manufacturing site: (B)(4), release to warehouse date: 10. Sep. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device evaluated by MFR: investigation site: (B)(4), selected flow: damage. Visual inspection: the reported clamp holder (p/n: 03.628.105, lot #: 8060884) was received back for investigation. Upon visual inspection, it was observed that the one clamp at the forefront is strongly bent. In addition, the instrument is in a very used condition with deep scratches and impression marks, which is an indication of regular use throughout its over 7 years of lifespan. Summary: the complaint condition is confirmed as the clamp holder is damaged and therefore not proper functional anymore. After a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. In general, we would like to draw your attention to end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A review of the device history record. Device history lot: part: 03.628.105, lot: 8060884, manufacturing site: (B)(4), release to warehouse date: 10. Sep. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the clamp cannot be fixated anymore. There is no adverse patient harm, no fragments were remained in patient. Surgery was completed successfully. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).